Event description:
The patient reported his implantable neurostimulator (ins) stopped working and he could no longer felt stimulation. The patient did not see any error/warning screens. He could connect with the implantable neurostimulator recharger (insr) and the ins seemed to be charging. The patient did not have their patient programmer (pp), so it could not be verified if stimulation was on. The patient had his insr and was able to successfully recharge a couple of days ago. The patient was asked to try connecting with the insr. The patient was unable to find the device and stated he was missing some of his pieces. He did not have any devices with a screen. There were no trauma/falls reported that could be related to this issue. The patient had been on morphine forever. The patient was redirected to his healthcare professional. The loss of stimulation was sudden in nature, which resulted in constant pain and memory shot. The indication for therapy was non-malignant pain. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.